Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic valve was explanted after an implant duration of approximately 5 months, and replaced with another edwards' bovine pericardial bioprosthesis. Through follow-up, it was learned that the device was explanted due to endocarditis. Findings at the surgery indicate the intrapericardial adhesions were severe and there were thin filmy vegetations on the bovine prosthetic aortic valve. The type of infection was not reported. The implant operative report of the subject valve indicates no complications; repeat tee revealed a normally functioning bioprosthetic aortic valve with no perivalvular leak and preserved let ventricular function. The surgeon indicated that the source of infection is unknown, and the reason for explant is not related to a device malfunction.

Manufacturer narrative:
(B)(4) - bioprosthetic valve vegetations. Evaluation method: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject serial number was traced to its sterility lot; the complaint database indicates no other related infection/endocarditis reports received for ay devices processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.